Manufacturer narrative:
As reported sorbafix enhanced fixation device mandrel rod came out of the shaft tip. A video provided shows the mandrel exposed well beyond the cannula with fasteners present that were not deployed. The user can be seen removing mandrel which has become detached from its inner attachment location. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. Note, the date of event is considered to be a best estimate as 20-dec-2023 based on the date of awareness. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
As reported, during an unspecified procedure, the sorbafix enhanced fixation device was used to fixate the mesh. It was reported that the exposure of all the fasteners made the device unusable. The provided video shows that the mandrel fell out of the cannula. There was no patient injury.